Event description:
It was reported that the patient was breaking out in hives. The patient started to break out in hives on (B)(6) 2014. The hives started below her armpit on each side, moved to the back of her thighs and the front of her thighs. The patient was also on an oral antibiotic. The patient has a post operative appointment on (B)(6) 2015. The patient asked what the device was made out of. Additional information received from the healthcare provider noted that there was a 50% or greater symptom reduction. This reporter was unsure which device components were involved in the event. It was noted that the patient had the implant and a few days later, the patient had a rash all over the body which was very itchy. Prednisone was prescribed. The event cause was not determined. It was unknown if it was device related. The healthcare provider planned to follow up after the prednisone.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va0qdwk, implanted: 2014 (B)(6); product type lead. (B)(4).